Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was on, but the display remained black. The customer continued to use the pump for insulin therapy. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, assistance was required in administering water and checking ketone levels to address the bg level.